Event description:
It was reported that the device sterility was compromised. An opticross imaging catheter was selected for use. During preparation, it was noted that the seal broke completely and the devices fell out. No patient complications were reported.

Manufacturer narrative:
A media inspection was performed on several pictures which revealed what appears to be an opticross box opened. It is unknown when was this box opened or the conditions which led to the box being opened. B3 date of event estimated based on aware date.

Event description:
It was reported that the device sterility was compromised. An opticross imaging catheter was selected for use. During preparation, it was noted that the seal broke completely and the devices fell out. No patient complications were reported. It was further reported that the seal was broke when the device was received.